Manufacturer narrative:
(B)(4). This part is not approved for use in the united states; however, a like device catalog # 6950315, 510k # k042498 was cleared in the united states. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior cervical fusion at the occipital to t2. It was reported that the patient underwent a revision surgery to irrigate and remove part of the construct due to a suspected infection associated with fistula generated on the occipital bone. Intraoperatively it was found that the set screw connecting the plate and the rod had migrated. After irrigation, rod(s) and axial domino(s) were replaced with new one(s).